Manufacturer narrative:
Follow-up # 1 ¿ (08/27/2014). The patient¿s meter has been returned on 8/13/2014 and evaluated by lifescan product analysis on 8/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to have incorrect battery. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (09/16/2014). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/3/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate control solution results below the acceptable qc range. This complaint was classified based on the customer care advocate (cca) documentation. On the control solution result was out of the acceptable range starting on (B)(6) 2014. After the onset of the reported issue, the patient reportedly managed her diabetes with less food/drink. A few weeks later, the patient reportedly developed symptoms of ¿weak, shaking, and nausea.¿ there was no report of any required hcp treatment at the time of concern. It would have been helpful to obtain more information about the reported incident; however, the patient was not available for follow-up questions. During troubleshooting, the patient stated the control solution result of ¿95 mg/dl¿ failed the qc test. Another control solution test was performed under the guidance of the cca. The second control solution test result reportedly passed. The test strips and control solution was within the discard date and in good condition. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the control solution issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.